Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and no event history logs were provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient's tpn bag was found to be almost empty at 11 am, when new tpn is usually not delivered until 4 or 5 pm. Patient got new PICC the day before, but pharmacist ordered extra fluid to last 37 hours, so the bag should have not been empty. Concern of pump malfunction or tubing leaking.